Event description:
An adverse event was reported for pt 322 at the (B)(6). The (B)(6) report provided to the crm during monitoring, showed that the pt experienced noise/squeeking from the hip starting 2010-(B)(6). No action taken 2011-(B)(6) when the ae report was filled out.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.